Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were not evaluated; the user facility is not alleging a product defect or malfunction. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 5 malfunction events, where it was reported patients had slid off the litter through the siderail slats. There was patient involvement, however there were no consequences or impacts to the patient.